Event description:
It was reported that the stent elongated. A 7mm x 150mm, 130cm eluvia drug-eluting vascular stent system was selected for use in the 99% stenosed superficial femoral artery that was severely calcified and severely tortuous. During the procedure, there was a deployment issue. The stent was implanted but elongated. Upon removal of the delivery system, the guidewire and shaft seemed firmly integrated. The entire shaft had to be removed together with the guidewire. The procedure was completed with this device. No patient complications were reported.